Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The isi fse powered on the system and an error 23008 was consistent. The isi fse replaced the encoder underneath the set up structure (sus) to resolve the issue. Then, the isi fse calibrated the sus in diagnostic test engineering (dte) and it passed all tests. The system was tested and verified as ready for use. The affected part 320396-01, hengstler encoder involved with this complaint is a field scrap item and will not be returning to isi for further investigation. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors occurred during the surgical procedure that were related to the reported complaint. This complaint is being reported due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, an error 23008 was displayed. Prior to docking, when the site selected to deploy for docking feature, the customer received a recoverable fault 23008. Before calling technical support, the site power cycled the system with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed error 23008 in logs on the set up structure (sus) axis 1 (z-axis). The isi tse walked the caller through a hard power cycle with no change. Then, the isi tse assisted the caller with disabling the arm and supported them through their docking. The isi tse also assisted the caller with another emergency power off (epo) with no change. Prior to disabling the arm, the caller was able to use op rotation buttons to rotate op and then disable arm and proceed with docking. The site was completing the procedure with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.